Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was hospitalized for gas and diarrhea. The patient was also diagnosed with peritonitis but the cultures were found to be negative. The patient was prescribed antibiotics but the type, route, dose, and duration are unknown. The patient remains hospitalized and is recovering. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 with a diagnosis of peritonitis. The patient was seen in the outpatient clinic prior to this event for an exacerbation of chronic gastrointestinal (gi) disease involving bloating and diarrhea but it was affirmed these events were unrelated to pd therapy. Additionally, the patient¿s peritonitis was also unrelated to these chronic conditions. The outpatient clinic sent a request for the patient¿s hospitalization records from the admitting facility but did not receive a response as of the final follow up. As a result, laboratory results, medical interventions provided, exact cause of this event, hospital discharge date and the patient¿s current disposition remain unknown. The patient initially experienced abdominal pain attributed to peritonitis upon admission to the hospital. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient was prescribed intraperitoneal vancomycin (unknown dose, frequency and duration) by her primary care provider following discharge, but medications prescribed during this hospital stay remain unknown. The patient discharged from the hospital (exact date unknown) and is currently recovering from this event while on antibiotic therapy at home. It was confirmed, though the exact cause of this patient¿s adverse event remains unknown, there was no indication the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum that are typically caused by touch contamination. The cause of this patient¿s infection cannot be determined at the time of this reporting; however, there was no indication this patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. Should additional information become available related to any fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was hospitalized for gas and diarrhea. The patient was also diagnosed with peritonitis but the cultures were found to be negative. The patient was prescribed antibiotics but the type, route, dose, and duration are unknown. The patient remains hospitalized and is recovering. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 with a diagnosis of peritonitis. The patient was seen in the outpatient clinic prior to this event for an exacerbation of chronic gastrointestinal (gi) disease involving bloating and diarrhea but it was affirmed these events were unrelated to pd therapy. Additionally, the patient¿s peritonitis was also unrelated to these chronic conditions. The outpatient clinic sent a request for the patient¿s hospitalization records from the admitting facility but did not receive a response as of the final follow up. As a result, laboratory results, medical interventions provided, exact cause of this event, hospital discharge date and the patient¿s current disposition remain unknown. The patient initially experienced abdominal pain attributed to peritonitis upon admission to the hospital. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient was prescribed intraperitoneal vancomycin (unknown dose, frequency and duration) by her primary care provider following discharge, but medications prescribed during this hospital stay remain unknown. The patient discharged from the hospital (exact date unknown) and is currently recovering from this event while on antibiotic therapy at home. It was confirmed, though the exact cause of this patient¿s adverse event remains unknown, there was no indication the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the cycler with the cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum that are typically caused by touch contamination. The cause of this patient¿s infection cannot be determined at the time of this reporting; however, there was no indication this patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Therefore, the cycler with the cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.